Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 200.5040 on lvp8100 sn (B)(4). His pcu8015 software was 9.33 and lvp software was 9.17. Failure device type: failure problem type: failure mode: case resolution: I advised (B)(6) to flash lvp software to 9.33 (B)(6) did not have proper poc software to perform the task at the time. I gave him instruction to set up firmware flash package and flash his pump. (B)(6) will find poc software 9.33 and flash the pump. If he still needs my assistant, he will call me back. Ref: (B)(4).